Event description:
Drill tip appears to have "exploded" upon contact with suction tip. Area irrigated extensively by md to prevent any retainment of metal fragments. X ray post procedure did not indicate any metal fragments remained. The suction tip involved was a single use smith and nephew, model #999904, batch #2473 (FDA referral made regarding this piece separately. Stryker drill bit lot #4695086 size 2.0.)